Manufacturer narrative:
The device involved is an unknown baxter titanium adapter. Initial reporter address: - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had caught their patient line on their wheel chair and unintentionally pulled apart their titanium adapter from the transfer set, leading to a leak from the titanium adapter. This event occurred during dwell one while the patient was connected. The patient then reconnected the devices after sterilizing them. The technical service representative assisted the patient to end therapy. A new titanium adapter and transfer set were installed. The patient was prescribed antibiotics to prevent any infection. There was some trauma to the exit site of their catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line had caught on the patient's wheelchair resulting in the disconnection of the titanium adapter from the transfer set. This disconnection in turn resulted in the leak from the adapter. Should additional relevant information become available, a supplemental report will be submitted.